Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via email and confirmed over the phone that the insulin pump was submerged in water. Customer's blood glucose was 9.4 mmol/l. It was stated the customer had reverted to manual injection and discontinued using the device, due to malfunction. The device will not be returned at this time for analysis.